Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Final analysis found that the lead was cut and returned in four pieces. One of the pieces was abraded from 28.1 cm to 28.6 cm from the distal tip which could have caused the reported noise anomaly.

Event description:
It was reported that the right atrial lead exhibited noise. Upon opening the pocket it was noted that the atrial and ventricular lead were crossing over each other, and the insulation was abraded through due to the friction. The lead was explanted and replaced.